Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced phrenic nerve stimulation and that there was no capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). High lv (left ventricular) threshold was also noted. It was noted that there was high lv output and that the patient had been monitored via wireless telemetry during eecp (enhanced external counter pulsation) treatment, totaling over two hours over 37 treatment session. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.